Event description:
During tracheostomy, cautery was used on patient with double valve and single CABG. After cautery switched back to 5388 which came on at 10 ms which was not sufficient to capture. Pt had hypoxemic event with unknown duration of l.o.c. Prognosis for patient is poor.